Manufacturer narrative:
Other (starbursts), eval results: a lens work order search was performed, and no similar complaints were found within the work order.

Event description:
The pt reported a 12.6mm micl 12.6 implantable collamer lens was implanted in her left eye (os) in 2007. The pt has been experiencing mild halos and starbursts. The facility reported at one day post-op, the bcva was 20/16. The pt returned for lasik surgery to correct the astigmatism in 2008, and the pt did not indicate that she was experiencing halos or starbursts. The bcva was 20/15. The icl remains implanted.